Event description:
My daughter was brushing her teeth with her electric toothbrush. The battery compartment on the very bottom of the toothbrush popped open. When this happened, the springs in the battery compartment shoved the toothbrush forcibly down her throat. Days later she has a visible tear in her throat and her throat is still sore. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2017, this date is an estimate. I still have the product in my possession: yes. The product was damaged before the incident: no. The product was modified before the incident: no. Explanation: I planned on contacting (B)(6) also to let them known about their unsafe product. May we include your report including any documents: yes, you may include my report with any attachments on (B)(4). Report number: (B)(4).